Event description:
Surgeon reported that while operating on pt, pt received burn.

Manufacturer narrative:
Surgeon reported this on 8/27/07. Report stated that device was in end-user's hand when incident occurred. Stated the device would be returned to manufacturer when the surgeon returned to the hospital. As of this date, 9/10/07, device not yet returned.